Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 144, 157, 182 and 131mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non- fasting and produced test results of 148 and 131mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): a 144mg/dl, (B)(6) 2017 09:28 pm, fasting: yes. A 157mg/dl, (B)(6) 2017 09:20 pm, fasting: yes. A 103mg/dl, (B)(6) 2017 10:24 am, fasting: yes. A 182mg/dl, (B)(6) 2017 11:42 pm, fasting: yes. A 131mg/dl, (B)(6) /2017 12:07 am, fasting: no. The customer states his meter is giving him high results. The meters' date and time are not set correctly. The customer states the meter is giving him results 20 to 30 points higher than what he normally would expect to get.